Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Device had a missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, damaged (scratched) display window cover, scratched case, fading serial number label, pillowing keypad overlay and cracked keypad overlay texture damage. Unable to perform the displacement test, occlusion test and the dat test due to missing retainer. The test infusion set and reservoir will not locked in place in the reservoir compartment due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that ring of the reservoir has come off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.